Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 428 mg/dl. The customer reported that the insulin pump received an unexpected restart and cold reset was performed. The customer stated that the high and low blood glucose readings had been treated with a pump. The customer also stated that the pump had a blank screen and then there is a loud beep. The customer was advised that the pump needs to be replaced and also advised to monitor the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify unexpected restart alarm and watchdog timeout alarm due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked battery tube threads.